Event description:
The pt underwent a sling procedure using the abdominal approach. The physician perforated the vagina to the longitudinal vaginal incision while using the abdominal guide. The physician did more dissection and passed the guide through the longitudinal vaginal incision. The perforation was repaired with 2-0 absorbable suture. The surgery time was not extended and the pt did well post-op.